Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The company representative on behalf of the customer reported that the rhino-laryngo videoscope displayed a white shadow on top of the screen. The device was returned and an evaluation at the repair center revealed, the illumination lens had fallen off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to peeling of the adhesive around objective lens, streak of flare appeared in the image. There were few additional findings. Adhesive on bending section cover had a chip. Connecting tube had a dent. Indication on connecting tube had a missing area. Connecting tube had a wrinkle. Image guide protector had a cut. Protector of the video cable section had a cut. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive around objective lens had stain. Due to damage on charge coupled device (ccd) unit, a noise in the image occurred. Universal cord had a dent. Protector of the video cable section had a cut. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction to manufacturer -establishment name and address reported in the initial MDR .